Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) got the detailed test result of the user facility as follows; [first time; (B)(6), 2021] 1) chryseobacterium species (7cfu / 0.2 ml) 2) stenotrophomonas maltophilia (13cfu / 0.2 ml) 3) gram-positive bacteria (6cfu / 0.2 ml) . [Second time; (B)(6) 2021]. 1) chryseobacterium species (5cfu). 2) gram-negative bacteria (3cfu). 3) stenotrophomonas maltophilia (5cfu). 4) gram-negative bacteria (6cfu). [Third time; (B)(6) 2021]. 1) stenotrophomonas maltophilia (6cfu / 0.2 ml). 2) gram-negative bacteria (35cfu / 0.2 ml). 3) gram-negative bacteria (5cfu / 0.2 ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, medivators, avantage, using peracetic acid. Olympus europe se & co. Kg (oekg) checked the subject device and found followings; the lg/ccd cover glasses were worn out. The adhesive around the lens was porous. The distal end cap had the impact points. The adhesive of the bending section rubber was worn. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel, the air/water channel and the auxiliary channel of the subject device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, which was the subject device had contaminated water samples. The user facility did not provide other detailed information such as the number and the type of microbes. Also other detailed information related to the reprocessing method was not provided. There was no report of infection associated with this report.